Event description:
A baxter sales representative reported to product surveillance, on behalf of the facility representative, a colleague infusion pump that had over-infused during patient use. The facility representative had stated to the baxter sales representative that the nurse had programmed the wrong amount into the device due to the lack of the guardian software being in use. The facility representative stated that the patient was being infused with levophed when the over-infusion was noticed. The patient needed cardioversion two times, after which, the patient was awake with normal sinus rhythm. The facility representative stated that the pump was switched with another device. Additional information received from the facility's biomedical director on 12/14/09 indicated that there is no additional information he could give other than what was on the call script, as some of the information was being kept confidential by the facility. The biomed director also indicated that the nurse chose to use the device even though it was known that the guardian feature was not present and that the device has been tested and is functioning properly. The biomed director further indicated that the device infused exactly as the nurse had programmed it to and that it was a programming error that had led to the overinfusion. The biomed director also stated that the facility does not intend to send the device in for evaluation as it is performing just fine, and no problems were found when it was checked. The software version for this device is not known.

Manufacturer narrative:
The customer indicated that the device will not be returned to baxter for evaluation as it is performing just fine, and no problems were found when it was checked.